Manufacturer narrative:
The reported event of "the shape changed" was not confirmed. A complete lead was returned in one piece. Visual inspection and x-ray examination of the lead found no anomalies. The s-curve hump height was measured to be within product specification. Electrical testing was normal.

Event description:
It was reported that patient presented for scheduled procedure. During procedure, it was noted that shape of helix was changed. The lead was replaced with new lead. Patient condition was stable.